Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 333 mg/dl. The blood glucose level later increased up to 534 mg/dl. The customer also reported that the infusion set cannula was bent. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with bolus with the insulin pump. The customer declined the troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.